Manufacturer narrative:
Investigation is pending.

Event description:
The event occurred in (B)(6). The end user/patient alleged discrepant high inratio inr results in comparison to the laboratory inr results. Results are as follows: (B)(6) 2015: 1st inratio inr=2.7 (lot# 368059), 2nd inratio inr=3.6 (lot# k363299), 3rd inratio inr=3.1 (lot# 368059), 4th inratio inr=3.7 (lot# k363299). All testing performed within 40 minutes. (B)(6) 2015: laboratory inr=2.6 and 30 minutes later inratio inr=3.7 (lot# k363299) and 3.0 (lot# 368059) 2nd laboratory inr=2.4 which was performed 4-5 hours later. (B)(6) 2015: inratio inr=3.9 and 3.9 (lot# k363299). The therapeutic range was 2.5-3.5. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot k363299 meets release specification criteria. It was reported that the patient was undergoing gout treatment. This condition may impact the performance of the assay. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.